Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was referred for battery replacement surgery due to low battery and painful stimulation in the neck. The painful stimulation occurred after an increase in settings, which was then lowered. The pain was better but still not as comfortable as before. Patient also experienced an increase in seizures and muscles spasms in the neck. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient underwent a full revision surgery due to prophylactic replacement of the generator and high lead impedance. The explanted devices have not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Corrections for supplemental report #1: d1. Lead model 304. D2. Type of device name: lead. F10. Health effect - clinical code: e210401.